Event description:
It was reported that this right ventricular (rv) lead became dislodged. The patient experienced diaphragmatic stimulation. The lead was repositioned and remains in service. No additional adverse patient effects were reported.